Event description:
The patient was revised due to infection and pseudotumor.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned devices was performed by (B)(4) using a stereomicroscope and scanning electron microscopic (sem) and energy-dispersive x-ray spectroscopy (eds) analysis on the femoral neck taper surface of the stem. The articular surfaces of the femoral head and acetabular appear unremarkable with light scratching on both. Several areas of gouging / burnishing / plastic deformation are seen at the base of the neck taper. It is assumed that these markings were created during implant removal. The femoral neck taper shows areas of discoloration and black debris suggestive of fretting corrosion deposits. Deposits are also seen on the lateral aspect of the femoral neck, distal to the head-neck taper junction. (B)(4). An x-ray eds spectrum and elemental maps from a typical area of corrosion deposits on the neck taper. Eds analysis suggests that the deposits contains primarily oxides of chromium and molybdenum. The femoral head taper shows black corrosion deposits and imprinting of the groove pattern of the femoral neck deep within the taper. Dark corrosion deposits are seen on the chamfered surface that leads into the mouth of the female taper. (B)(4). X-ray eds analysis was not performed on the femoral head taper as its restricted geometry of inhibits analysis within it. A search of the complaints databases finds no other reports against the stem or head product/lot code combinations since their release to distribution. The search found one other report against the 246309 lot code for pain. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.